Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown unk multiloc screw (part number 04.019.xxx)/unknown lot number. Not explanted, still remains in the patient¿s body. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a back-out of the multiloc screw in question was postoperatively found through x-ray on (B)(6) 2016. Surgery for proximal humeral fracture using multiloc proximal humeral nail (short) was conducted on (B)(6) 2015. Although no back-out was detected at the follow-up check after one month of the surgery, the reported screw was found backed-out about 1 to 1.5 cm on (B)(6) 2016. The screw had been inserted at the most proximal hole of the nail. At this point, the surgeon diagnoses it is not necessary to remove the reported screw because no patient pain has been confirmed and also because callus has been formed in fine process while keep watching a possibility of further back-up progress. This report is 1 of 1 for (B)(4).